Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer. The spectrum smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and confirmed the reported "no image" issue. When connected to known, good, test equipment, the customer's spectrum smart cable was not recognized by the monitor. The camera image quality test was performed and failed. The technical service representative noted visible corrosion on the hdmi connector and attributed the "no image" issue to the damaged connector. Since the glidescope spectrum smart cable is not repairable and a replacement was already provided to the customer, the spectrum smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, there was a grainy and intermittent picture. The customer reported that the connection seemed secure but if it was moved, it caused image issues. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.